Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer did not provide details about the hospitalization. Blood glucose at the time of the call was not provided. The customer stated they did not have sensors leading to the hospitalization. The customer experienced symptoms related to high blood glucose such as diabetic ketoacidosis. The customer stated that they were treated via hospitalization. Troubleshooting was declined. The insulin pump will not be returned for analysis.